Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: no alarms related to the complaint were noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose. Tthe pump was delivering accurately until the last date used. The pump successfully passed a 29-hr flow accuracy test. The pump was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas stating when there are 30 units of insulin remaining in the pump; the patient may not have been getting enough insulin since his blood glucose (bg) increases. The site/set reportedly was replaced every 2.5 to 3 days. The patient¿s bg value was reportedly 400 mg/dl with no symptoms. It was noted that the pump was unavailable at the time to troubleshoot. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation there may have been a delivery issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: the power on resets observed in the black box. There was no physical damage found to the returned battery cap or battery compartment; the returned battery cap fastens securely and holds power to the pump. The returned battery cap width and height measurements are all within specified range. No intermittent power issues were experienced with the returned battery cap or pump. The pump was exercised for 24-hrs with returned battery cap; no loss of power events were duplicated; the pump was still delivering at the conclusion of testing. The pump was opened and evaluated; no internal moisture damage or intermittent connections were identified inside the pump. The power issue was verified in the pump history but not duplicate during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.